Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. Subsequently, the pump battery could not be charged. Customer reverted to an alternate pump for insulin therapy. Customer's blood glucose was approximately 128 mg/dl.